Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported upstream occlusion which was not reproduced. The reported upstream occlusion messages were confirmed through the history log. During a physical inspection of the device, cracks were found in the upstream sensor tail pins, which caused the reported symptom. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.